Manufacturer narrative:
Additional information was received that the reasons for explant were inadequate stimulation and patient's nondevice related cardiac issue.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure due to an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure due to an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo an explant procedure due to an unknown reason.